Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure to implant a new system, normal pacing impedance values were obtained on the right ventricular (rv) lead via a pacing system analyzer (psa) but the pacing impedance values were significantly elevated after the device was connected, though within the normal range. Other parameters were normal. The pocket was closed and the procedure completed. The following day the rv lead pacing impedance value was significantly high and above the normal limit. A revision to place the rv lead in the right ventricular septum was conducted but impedance levels though improved were still high. The rv lead was explanted and replaced. Post procedure values were normal the following day. There was no patient complications and no patient consequences.